Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 15.8ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 50/53 mg/dl; for level high are 249/248 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Patient did not send back the suspected strips.

Event description:
(B)(4) received a call on 08/28/2016 reporting a medical intervention that occured on (B)(6) 2016 before 9am. Patient's((B)(6)) husband ((B)(6)) called in stating the prodigy meter was giving error codes and powering on randomly. (B)(6) stated that (B)(6) was experiencing symptoms of falling, sweating, dizziness, weakness, slurred speech and disorientation. (B)(6) stated that the prodigy meter did not give an actual reading only that two attempts were made to test (B)(6) blood glucose. One test resulted in an e-u(used test strip) error and the other resulted in an l-b(insufficient blood sample) error. Paramedics were called immediately after not being able to get a glucose reading. (B)(6) was given orange juice mixed with sugar to raise her blood glucose levels while waiting on medical attention. Paramedics arrived within 5 minutes of being called and upon arrival tested ls's blood glucose with a result 32mg/dl. Approximately 5 minutes passed in between testing with the prodigy meter and the paramedic's meter. (B)(6) stated that paramedics gave (B)(6) an unidentified paste and a shot to raise her blood glucose. (B)(6) was not transported to ER. Paramedics tested (B)(6) blood glucose prior to leaving with a result of 60mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.